Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 7 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds at 10:07 am on (B)(6) 2018, which is not sufficient time to replace the reagent; and the station properties for bottle 7 (ethanol) were reset at 10:07 am on (B)(6) 2018. This action set the ethanol concentration in bottle 7 to the default concentration of 100% configured in the reagent types definition. However, the actual ethanol concentration of the reagent in bottle 7 remained unchanged at 82.3% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. Information in the instrument logs shows that on (B)(6) 2018 the ethanol concentration in bottle 7 calculated by the instrument software was 99.4%, as compared to the ethanol concentration in bottle 7 measured by the fss on (B)(6) 2018 using hydrometer of 87%. The variance between the calculated and measured concentration exceeds the acceptable limit. The instrument logs also show that the wax in wax chamber 3 was replaced at 15:54 pm on (B)(6) 2018; the wax in wax chamber 1 was replaced at 10:02 am on (B)(6) 2018; and all reagents were replaced between 14:41 pm and 20:32 pm on (B)(6) 2018. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type, and as a consequence the reagent in bottle 7 (ethanol) was used for the final dehydration step in three (3) protocols started on (B)(6) 2018, from which sub-optimal tissue processing was initially reported. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. A total of 21 processing runs were completed in the period between (B)(6) 2018 when the use error in replacing the reagent in bottle 7 (ethanol) occurred and (B)(6) 2018 when all reagents were replaced. Although not reported by the complainant, the quality of tissue processing in the 21 processing runs completed between (B)(6) 2018 would have been adversely impacted. Investigation of this complaint found that the instrument functioned as designed during execution of the 21 protocols completed between (B)(6) 2018. The root cause of the sub-optimal tissue processing reported by the complainant on (B)(6) 2018 was a use error, which occurred at 10:07 am on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottle 7 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint that "bad processing" had been identified from a processing run comprising biopsy samples of a variety of tissue types, which started in retort b of the instrument at 6 pm on (B)(6) 2018 and completed at midnight. The complainant described the affected tissue samples as "glassy, crunchy and over-dehydrated"; and advised that reagents had been replaced after sub-optimal tissue processing had been identified, but was unclear as to exactly when this occurred; and the quality of tissue processing from a 12 hour protocol comprising large tissue samples subsequently run in retort a was satisfactory. On 15 march 2018, a leica field service engineer (fse) and leica field support scientist (fss) visited the laboratory in order to assess the operation and function of the instrument and to provide applications support respectively. The fse performed system verification tests, for which the results were satisfactory; and documented that the wax in all wax chambers was cloudy. The fss measured the ethanol concentration in bottles 3-10 inclusive. On (B)(6) 2018, leica biosystems received information that all cases exhibiting sub-optimal processing from the protocol started in retort b on (B)(6) 2018 were diagnosable. On (B)(6) 2018, leica biosystems received a further complaint that biopsy samples from a protocol started in retort a of the instrument at 6 pm on (B)(6) 2018 were "glassy, crunchy, over-dehydrated, seen microscopically only." On 27 march 2018, leica biosystems received information that all cases exhibiting sub-optimal processing from the protocol started in retort a on (B)(6) 2018 were diagnosable.